Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device image was yellow-green. If white balance went through, the light was still yellow-green. The issue was found during a laparoscopic procedure which was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported, the subject device image was yellow-green. If white balance went through, the light was still yellow-green. The issue was found during a laparoscopic procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: r-unit (charged coupled device) is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.